Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was diabetes and kidney failure. The caller stated that the customer had kidney failure and diabetes related health issues that may have led to the customer's passing. The customer¿s blood glucose was 500 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The customer was using a continuation on therapy pump for 119 days. The caller declined to return the insulin pump for analysis as they got rid of the pump.